Event description:
The customer sent in unit with a note stating "ECG comm error".

Manufacturer narrative:
Attempts to acquire the required pt info are ongoing. Welch allyn will update this report when it has acquired this into. A follow-up report will be submitted after welch allyn's engineering dept. Has finished the evaluation of the device.